Event description:
It was reported that the patient presented for a routine follow up. An episode of vf due to lead noise was observed. Therapy was aborted. The noise could not be reproduced with isometric testing. No noise was seen at a subsequent follow-up visit. Monitoring will continue. There were no adverse effects to the patient.